Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving frequent check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the device electrode belt. The patient received a replacemnet electrode belt.